Event description:
At implant attempt, the atrial lead impedance was <100 ohms when measured through the device. When measurements were taken via the analyzer, the lead impedance measurements were normal. As the physician suspected a device problem, a new device was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found.